Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Date of event estimated. Event was reported as occurring in 2008. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was captured based on the review of the article: "retroperitoneal hemorrhage as a complication of percutaneous intervention: report of 2 cases and review of literature." It was reported that an arteriotomy closure of the right common femoral artery was achieved using a perclose device after a stenting of the mid circumflex artery interventional procedure. Reportedly, one hour after the procedure the patient became hypotensive, tachycardic and was in shock. A computerized tomography of the abdomen showed a large retroperitoneal bleed. Despite fluid resuscitation, the patient remained hypotensive, and was taken to the cardiac catheterization lab. Dopamine was administered. Left common femoral access was obtained and a fox plus balloon was inflated over the site of perforation in the right superficial femoral artery for 35 minutes. Hemostasis was achieved. The patient received a transfusion. The hospital stay was extended. No additional information was provided.